Manufacturer narrative:
(B)(4). Insulin pump received unable to perform the displacement, rewind, basic occlusion, occlusion, prime, compromised force sensor and excessive no delivery due to complete broken reservoir tube lip, broken battery tube threads and also received with missing reservoir tube o ring. The p cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced high blood glucose level. Customer¿s blood glucose level was 25.5 mmol/l. Customer was ok to troubleshoot for high blood glucose level. Customer was treated with insulin pump for high blood glucose. Customer was advised to speak to health care professional and revert to back up plan. The insulin pump will be returned for analysis.